Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the reported problem was determined to be a noisy device. The cause of the noise was determined to originate from the pump of the device. The pump was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The event history was reviewed finding no non-conformities that could have caused or contributed to the reported issue. A service history review revealed no previous service events were related to the reported condition. Evaluation summary: the visual inspection and functional testing of the device was unable to confirm the unspecified reported condition. The device performed within product specifications. Should additional relevant information become available, a supplemental report will be submitted.